Event description:
It was reported by repair work order that the frame was damaged which could affect cot functionality. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.